Event description:
When testing microtip, sound was very muffled at first, the sounded normal. Priming was successful. When inserted into patient and attempted to start procedure, mircrotip would not work at all. (No sound, no vibration).

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated "would not cut". Unit primed successfully. Functioned when ultrasound power was applied but cutting action and acoustic signal sounded weak. Sweep indicates normal frequence of 26.90 khz, however, the wave form indicates poor crystal performance. Opened microtip to find a small chip on one of the piezo crystals. Attribute low acoustic signal and poor cutting action to cracked crystal. The DHR for microtip lot 11613-06 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 11613-06. This was the only reported microtip unit failure from this lot. Lot 11613-06 has a failure rate of (B)(4).